Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cadd legacy plus pump alarmed an no disposable pump won't run. When removing the cassette and tapping the pump, the alarm persisted. The pump was powered off, and the pump was under delivered. 5-fu (fluorouracil) infusion is running at the programmed rate of 2.2 ml/hour. The remaining volume is 99 ml, with a total of 76.2 ml delivered. The event occurred while the device was in use with a patient at the patient¿s home. There was no patient harm.